Manufacturer narrative:
H10: diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
This report is based on information provided by the philips authorized repair facility and has been investigated by the philips complaint handling team. It was identified during bench testing that the mx40 2.4 ghz smart hopping device did not produce sound. The device was not in use at time of event and no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device had no audio. There was no reported adverse event to the patient or user.